Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. In the initial report it was reported that the manufacturing date for the system was 5/11/2007 however, the manufacturing site has provided the date as november 2006. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with discomfort dry eye in blurry vision in both eyes. Patient was prescribed xiidra twice a day, artificial tears at least 4 times a day and omega-3 600mg/day. Patient was also given punctal plugs inferiorly on both eyes (collagen). It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of discomfort, dry eye and blurry vision. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/20 -1.25 x -.25 x 82, left eye pre-op 20/20 -1.00 x -.50 x 55. Bcva from (B)(6) 2017: right eye post-op 20/20 -.25 x -.25 x 37, left eye post-op 20/20 -.25 x -.25 x 79. This report is for the visx system. A separate report is being submitted for the intralase laser.